Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. Additionally, device analysis identified two anterior cuff tabs were detached and not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, there was no suture when the plunger was removed. Another proglide was used with the same result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.